Event description:
Ous MDR - after an implantation time of about one day lead dislodgement was reported. Blood was observed within the lead insulation during revision. The lead was explanted and returned for analysis. No worsening of the patient's health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During the visual inspection, residue of coagulated blood was found in the lumen of the lead, as noted in the clinical complaint. For that reason, the included mandarin could not be removed from the lead. Further inspection showed cuts in the insulation, which are probably a result of the operation procedure. The analysis did not show any other deviations that could be related to the dislocation. The measured electrical values were within specification. The fixation did no show any anomalies. The analysis did not show any indications of material defects or manufacturing errors.